Manufacturer narrative:
Device evaluation summary - the valve as received had leaflet 1 and 2 adhered about 7mm starting at commissure 2 and along the free margin. Tissue was thicken and swollen at the free margin of leaflet 1 and 3 near commissure 1 and into the cusp region of leaflet 3. Leaflet 3 had vegetation in the cusp area on the inflow aspect. Leaflet 3 had a tear approximately 14mm near commissure 1. There was a gap in the central coaptation region. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 3 at the outflow aspect and 3mm on leaflet 3 the inflow aspect. X-ray demonstrated the wireform intact and no calcification additional manufacturer narrative - the reported stuck leaflet was confirmed. No appreciable tissue calcification was detected by x-ray imaging. These results suggest that the tissue degeneration related tear is chronic and not caused by calcification. Since no patient information was available, it is unclear if the leaflet tear was related to the fibrin deposition or vegetation, which is usually resulted from endocarditis. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The explanted device was returned for evaluation.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information and device have been unsuccessful. Without the receipt of additional information or device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Additional information will be reported when received.

Event description:
Edward learned of an aortic valve that was explanted; at explant, it was noted to have two stuck leaflets. The device has not been returned to edwards for evaluation. No additional information has been reported as access to patient information has been denied.